Manufacturer narrative:
Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024 it was reported by the patient that infusion set fell in 1-2 days of use. He replaced infusion set/cartridge and resumed insulin successfully. No further information was available.